Event description:
On march 31, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the screen blacked out during the procedure. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.